Event description:
It was reported that the patient presented with episodes of non-sustained rv oversensing via merlin.net transmission. Possible myopotential oversensing was discussed. The patient was brought into the clinic. While in clinic, the patient's vibratory alert went off. Valsalva maneuver was performed to reproduce the signal. Programming changes were made. The patient was stable before, during and after the programming changes.